Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). If the additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that while using the avea ventilator, it alarmed "circuit occlusion", "ext high ppeak" (extended high peak pressure). The customer attempted transducer calibrations but it failed and the ventilator gives a "vent inop" (ventilator inoperable) alarm as well. This customer reports that was found during testing and there was no patient involvement.